Event description:
A report was received that a surgeon was placing the stimulator on the patient and got a cerebrospinal (csf) leak. The surgeon continued to implant the paddle lead despite the durotomy and patient woke up with complications. No further information can be obtained.